Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently not annunciating audible tones or vibrating for alarms. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 07 september 2022, the distributor reported the additional information: a pump evaluation was performed and it was determined that the pump annunciated audible tones and vibrating for alarms as expected. No pump issues were identified. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.